Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 02/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/23/2015 with the following findings:the battery compartment was observed to be cracked above and below the grip pad; these device failures indirectly contributed to the reported issue. The pump failed a leak test due a battery compartment leak; this device failure directly caused the reported issue. The pump case was removed, and corrosion was observed on internal components: the reported issue was confirmed. Related to the reported issue, the vibratory function was in a permanent active state due to moisture damage. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that evidence of moisture ingress was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.